Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cardiac case, there was an issue with packaging. When the tech was pulling the suture out of the packaging, the suture was caught in the package. There was no patient injury.